Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that when the programmer was turned on the programmer displayed an error code. The programmer was turned off then on again and it was fine with no problems during the case. The programmer is still in use. There was no patient involvement.